Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the rigid endoscope sheath ceramic tip was damaged. This event occurred during reprocessing. There was no delay and the patient was not under anesthesia. There were no reports of patient harm or injury.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, it is likely that the damage was thermally and mechanically induced, and/or wear and tear, excessive force. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.